Event description:
It was reported that there was t-wave oversensing. The device was reprogrammed and the sensitivity was increased. The device remains in use and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.